Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a cerebral arteriogram of the right common carotid artery (cca) to check the right carotid artery of a previously treated unruptured aneurysm using a neuron select catheter 5f (5f select), a guidewire, and a non-penumbra short introducer sheath. During the procedure, the physician advanced the 5f select over the guidewire through the short sheath and into the patient via radial approach. The physician then administered two contrast injections. Afterwards, between the second injection of contrast and the 3d sequence, the quality of the image had decreased, and the physician noticed that the guidewire would not pass through the distal end of the 5f select. The physician also noticed that the distal end of the 5f select was broken but remained connected. Therefore, the physician decided to remove the 5f select. While retracting the 5f select, the distal end of the 5f select broke off in the radial artery. The physician then used a non-penumbra long introducer sheath and a snare device to remove the broken distal end of the 5f select. The procedure was completed with a bolus injection. It was reported that a final control of the radial artery was achieved without an issue and that the aneurysm remained unruptured. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 5f select confirmed a fracture on the distal shaft. This damage typically occurs due to retraction against resistance. The root cause of the reported complaint could not be determined. The fractured distal segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.